Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable clamp tubing. After troubleshooting, the pump was restarted, but it continued to alarm about the disposable clamp tubing. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.